Event description:
The facility reports the resident slipped out of the sling due to a clip not being fully attached. The pt was unconcious for about five minutes with a blowing breathing and suffered swelling at the right side of the head.

Event description:
The facility reports the resident slipped out of the sling due to a clip not being fully attached. The pt was unconscious for about five mins with a blowing breathing and suffered swelling at the right side of the head.